Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. A supplemental report will be submitted if additional information becomes available.

Event description:
Siemens was informed about a malfunction that occurred while operating the artis icono ceiling system. During the patient procedure, the flat detector lift movement locked after boot. We have no indications of any adverse effects on the health status of the involved patient.